Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer reported he suffered dizziness, headaches, ringing in the ear and numbness in the hands. Customer took some glucose tablets to ameliorate the symptoms. There was no third party medical intervention, death or serious injury.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.